Event description:
Baxter received a report stating that centrella frame bed hi/low function was moving without any patient input. The bed was located at the account and occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the caregiver membrane bed up button was stuck. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Plug the bed into a power outlet. Make sure all functions on the caregiver control panel operate correctly. Repair or replace the siderail if necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on october 7, 2024. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the left caregiver pcb membrane to resolve the reported event. Based on this information, no further action is required.